Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. During startup, the customer reported a leak of clear fluid from the right side of the instrument. The volume of the leak was reported as about 10ml and the leak was not contained. The customer also reported receiving "diluent out of limits" error message at the time the leak was reported. There was biohazard exposure to the customer but there was no contact to open or broken skin or mucous membranes and the customer was wearing gloves and a lab coat when the event occurred. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found diluent was leaking through a pinhole at pinch valve 49 (pv49). The pinhole was leaking air into the diluent line causing blood detector out of range errors. The fse replaced the tubing at pv49 to resolve the leak and the blood detector out of range errors. (B)(4).